Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. The inner lumen of the iab had not been set up so the customer switched over to the patient¿s radial arterial line for alternate arterial pressure (ap) access. There were issues zeroing the iabp. It was suggested to switch out the disposal transducer. Upon follow up one hour later, they were able to zero the iabp after changing the transducer and the iabp was functioning well. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).